Event description:
A malfunction on the pump was reported by the customer, who noticed no events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.